Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During tests in a reference ventilator, several sub-tests failed during the pre-use checks tests. Several alarms were generated during ventilation testing. Investigation showed that the failures were caused by a defective delta pressure transducer on a printed-circuit board inside the gas module. Microscopic inspection showed that a bonding thread had come loose inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during the pre-use checks tests, and alarms will be activated if the failure occurs during ventilation.

Event description:
(B)(4).

Event description:
It was reported that during the pre-use checks, the ventilator alarmed for "system volume too small." There was no patient involvement reported. (B)(4).